Event description:
It was reported that the customer's insulin pump alarmed motor error while inserting a new reservoir. Troubleshooting was performed, and the drive support cap appears to be indented. The displacement and self test were completed and they passed. It was stated that time was incorrect. Assisted the caller with correcting. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test.